Manufacturer narrative:
The onset of the patient's driveline infection is reported under MFR #: 2916596-2023-05673. Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricular failure (rvf) could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) including the applicable sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (localized, driveline, pump pocket or pseudo pocket) and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had drainage and positive cultures for mycobacterium abscessus, pseudomonas, and serratia. Which were not new cultures secondary to non-compliance with medication regimen. The patient was nauseous and vomiting at home and there was concern of right heart failure. Clofazimine, cirpo, omadacycline, were initiated. The antibiotics would be continued and the patient would be treated palliatively.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2023 for a driveline infection and given antibiotics.